Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window and cracked reservoir tube lip.

Event description:
It was reported the customer had damage to their insulin pump's screen. Customer stated there was severe scratches on their screen, making the screen difficult to read. Customer's blood glucose was 5.2 mmol/l. The customer could not recall any significant events leading to the damage. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.